Event description:
In 2006, I was given a new right hip. I was never able to walk without a limp and severe pain. After thousands of dollars going to nerve drs, having a MRI, cat scan, physical therapy, pain shots, and not being believed by the dr. I finally went to another dr and was told I needed a revision. In late 2007, after 14 months of pure pain, I had another operation for a new hip. The second dr said the socket never adhered. Dates of use: 2006-2007. Diagnosis or reason for use: right hip replacement. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.